Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention and erosion. A surgical procedure was performed during which the existing aus was removed. No further patient complications were reported.